Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: d5, g2 a getinge field service engineer (fse) fixing part of the monitor on the cart side is loose. Getinge field service engineer (fse) checked the operation after adjustment.

Manufacturer narrative:
Aware date updated : 05/23/2023.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, the cardiosave intra-aortic balloon pump (iabp) units monitor fixing part is loose. There was no patient effects.